Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported through the stryker facebook page, "had bilateral knee replacement surgery (B)(6) 2020. Just traded one pain for another. However I can still walk and work so I¿m blessed". This pi is for the patient's left knee.